Event description:
It was reported that the right ventricular leadless pacemaker (vlp) exhibited intermittent capture and high output. The vlp was deactivated and replaced. The was patient was in stable condition.